Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, the like device catalog #8675300, 510k #k001255 and catalog #7576301 through 7576305, 510k #k063417 was cleared in the united states. The instrument was not retuned to the MFR for eval. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a procedure at l4/5 using mini-invasive procedure to inserter posterior fixation. The screw came off from the screw extender when installing the plug after reduction. The surgeon could not break off the plug in the screw extender, he used a counter torque to break the plug's tab off. No other complication was reported.